Event description:
It was reported that the right atrial (ra) lead was exhibiting low impedance resulting in a switch to unipolar pacing and sensing. The polarity was manually changed back to bipolar and undersensing of p-waves was observed. It was then switched back to unipolar and the lead appeared to be sensing appropriately. The lead remains in use in unipolar and it was decided to monitor the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4092, implantable pacing lead, (B)(6) 2004. (B)(4).